Event description:
False negative result(s). The user reported that they'd purchased 3 flowflex plus kits from king soopers on (B)(6) 2025. They'd initially tested at work on (B)(6) 2025, with a quickvue (unable to provide lot/exp) test kit and the result was positive for covid-19. Then, they tested on (B)(6) 2025, with two flowflex plus test kits and both results were negative. They tested again at work on tuesday, (B)(6) 2025, with a quickvue (unable to provide lot/exp) test kit and the result was positive for covid-19. Finally, they tested again on (B)(6) 2025, with a flowflex plus test kit and the result was negative. The user confirmed that they have not received a pcr test.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer. Acon will provide a follow-up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be included in a follow up MDR.